Event description:
Codman 1/2 inch by 1 inch surgical patties. Tail separated from sponge during surgery. Sponge undetectable by x-ray. Surgical patties found manually by surgeon. No adverse outcome by device to pt.